Event description:
It was reported via repair work order that the no power to the bed due to damaged power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.